Event description:
It was reported that during an unspecified surgical procedure it was observed that the broach adaptor device, when used with an unknown battery handpiece had low power and not enough force, and metal was chipping away around the hole. It was reported that there was an unspecified delay in the procedure due to the event. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: added: d9 the device was functionally / visually tested according to the diagnostic assessment. The described failure by the customer was confirmed. The device was visually inspected as received from the customer. It was found that the device failed visual inspection due to damaged guide pin. Investigation is based on technical investigator findings. The device failed following inspection criteria¿s during diagnostic assessment: 4.3.5 visual assessment: fail 4.3.53 broach locking lever: fail the device was visually and functionally assessed and it was found that the broach could not be inserted/removed due to damaged guide pin, consistent with broach not being properly secured ¿ user error. The most relevant root cause is linked to improper handling - user error. As part of anspach quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use states the following regarding the reported issue that was observed by the user or customer: raise the locking latch to the fully open position. Using an approved broach, insert the broach pin into the broach adapter locator while also aligning the broach adapter guide pin with the locator opening on the broach. Lower the locking latch to the fully closed position. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history review: no manufacturing record evaluation required as no manufacturer or service related issue found.